Event description:
Because of a computer code problem involving reconciliation of data between servers, we know that at least 1305 images and related pt data of 520 patients were automatically and erroneously deleted from our brit pacs archive over a period of about two years. This data loss occurred with transfer of pt data between two divisions of the va puget sound health care system, but was propagated to a central archive serving two other va medical centers in an integrated system. The possibility of additional data loss at puget sound and/or the other medical centers is being investigated. Upon discovery, the presumed mal-functioning computer script has been stopped, in-depth analysis of the problem by the va and the vendor is underway, and methods of data restoration from a va archive are being developed.